Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, a curved opening on anterior, flat creases, and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified, a sharp opening on valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge (anterior) assessed as an unidentified (tear) opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.